Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of knurled knob not securing on the device was not confirmed. However, during evaluation, it was determined that the device was powerbroken due to worn out/damaged pawls consistent with excessive force while pushing down on the disconnect while the device was running. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the motor device knurled knob would not secure. During in-house engineering evaluation, it was determined that the device was powerbroken. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.